Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Distributor called in because patient self tester had been getting erratic results. No exact patient history was provided. Caller stated that patient is taking synthroid and warfarin.